Manufacturer narrative:
No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an error code occurred. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; tamper seals were missing. There was evidence of the error in the event history log. The reported problem was not verified. Error code 41541 was not duplicated during functional test. No fault was found as the investigation was unable to duplicate or determine source of the error. As a preventative measure, the latch/lock flex was replaced. No root cause was determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information received on 01-sep-2022 via email and attached in complaint object: there was no patient involvement and the event happened during bench test. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.